Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed the presence of foreign material adhering to the auxiliary water channel. Therefore, the cause of the material remaining in the device could not be determined. No physical damage at the place where the foreign material remained three attempts were performed to obtain additional information, but no response was received from the customer. The event can be prevented and detected by following the instructions for use which state: IFU states that detection method in pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue inside auxiliary channel. There was no patient involvement.